Event description:
Patient status post pinnacle mesh and single incision tvt placed in 2009, now with pelvic pain and mesh erosion with uterus in situ. Patient desires surgical management.what was the original intended procedure?vaginal mesh removal anterior colporrhaphy cystoscopy.